Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the use of high-energy instruments without maintaining a sufficient distance from the tip caused the burn issue found during the device evaluation. Regarding the foreign material found in the nozzle, the cause could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the distal end cover and foreign objects in the nozzle. There was no patient involvement.